Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, at the end of therapy. The technical service representative (tsr) explained the alarm. The rn was not near the hc. Per the rn, the patient was performing continuous cycling peritoneal dialysis (ccpd), the fill volume was set to 2000 ml, the last fill volume was set to 0 ml, and the number of cycles was set to 4. The tsr offered to conference in home patient (hp), but the rn declined. Per the rn, the hp had no discomfort. The rn stated they would call back if they had questions about the therapy log. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported alarm. The nurse stated that the patient has not had any issues or reoccurrences of the alarm since then. The nurse stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported iipv event was confirmed, based on information received during the investigation of this event. However, the cause was undetermined. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.